Event description:
At about 7 years and 4 months after primary, the patient came in reporting pain due to a potted stem. The surgeon revised the stem, head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-dec-2023. Lot 157625: (B)(4) items manufactured and released on 26-apr-2016. Expiration date: 2021-04-10. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported case during the period of the review.